Event description:
On (B)(6) 2013, animas became aware of an event that occurred on (B)(6) 2012. According to the reporter, the pump dispensed insulin unexpectedly. The following sequence of events was provided: the cartridge and infusion set were replaced in the morning. After a bolus delivery, the pump lost prime and the user primed the pump after disconnecting from the infusion set. The patient was said to have reconnected and several minutes later the cartridge was fully emptied. The cartridge and infusion set was replaced again and the pump displayed the "no cartridge detected" warning. It was reported that the patient was unable to raise the blood glucose (bg) with self-treatment alone and went to the hospital for medical care. The patient's bg was reported to be 2.67mmol/l on (B)(6) 2012 at 8:21am. Other measurements of the patient's bg were provided; see table below. Although the patient apparently suffered a serious hypoglycemic event on 12/21/2012, it appeared that the patient's bg levels were generally low on all days. There were no additional medical interventions reported when the bg levels ranged from 1.64mmol/l to 4.25mmol/l on the other days. This complaint is being reported because a serious hypoglycemic event occurred and the use of the insulin pump cannot be ruled out as the cause of or contributor to the event.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: review of the black box and download history revealed multiple, persistent "no cartridge detected" warnings on the date of the reported complaint. On examination, the piston cap was noted to be detached and was missing. On investigation, the pump powered on and displayed the verify screen appropriately. The display screen was noted to be dim and had a reddish color. A test display was connected to the pump and illuminated properly. During testing, the pump was unable to detect the cartridge during the first attempted load step and a load step malfunction occurred. The pump was opened for investigation and revealed no evidence of moisture. There was contamination of the force sensor assembly and the ball bearing was noted to be detached from the lead screw chamber.